Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber 0010-2400-715a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits moderate devitrification at output window; the metal cap exhibits severe char on surface, and indication of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, after 24,568 joules were used, fiber connection error was observed. The fiber was exchanged and it was noted that the second fiber started firing on/off/intermittent firing. The second fiber was exchanged and the procedure was completed utilizing the third fiber. Total 378,190 joules used and 80 minutes expended fiber use reported. Patient outcome ¿ok¿ reported. This report is for the second fiber.